Manufacturer narrative:
The device was received and is entering the investigation process. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bedside nurse reports both lines infusing throughout the day without difficulty. Intermittent alarm to white lumen. Tpa infused to white lumen and allowed to dwell. Unable to withdraw after appropriate dwell time. Pnp to bedside, attempted to clush with 10cc syringe, observed leaking at the site. The line was removed.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection confirms the complaint as a leak was noted in the lumen approximately 1 cm from the hub. When viewed under magnification it can be seen that the lumen has been twisted just above the area of the hole. Magnification confirms the hole is a cut and not a tear/rupture. The device contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured according to specification with no non-conformances or abnormalities. A root cause cannot be determined. We are not able to determine the circumstances that may have led to this event. The report indicated they needed to use tpa (thrombolytic agent) due to intermittent alarms. This would indicate that the line was beginning to clot or was clotted. The instructions for use (IFU) contain the following warning. Do not flush against resistance. Repeated flushing or infusing against resistance may have contributed to the lumen rupture. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.